Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose level and was feeling ill. Blood glucose level at the time of the call was ranging from110 mg/dl to 400s mg/dl. Customer treated with manual injection. Customer was using a serter inserting the infusion set. Customer also reported during troubleshooting, customer found small air bubbles in the tubing. Customer also reported blood glucose bottomed out to 20 mg/dl after an MRI procedure and the device was not taken off. High pressure/displacement test were performed and passed. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.